Manufacturer narrative:
This pump motor was returned for evaluation. The part was tested and ran on a pcs2 device with no issues noted. The issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. The most likely root cause of the reported issue is due to this issue with the pump rollers. Haemonetics filed a medical device safety alert and is awaiting the FDA correction/removal reporting number.

Event description:
Haemonetics received a complaint on (B)(6) 2015 for a report of anticoagulant depletion during a plasmapheresis due to the motor not turning freely. There was no report of any donor injury or reaction.